Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that medication remained within the device and had not been delivered to the patient. The device was filled with fluorouracil 4080mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 26, 2021 - october 28, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.